Manufacturer narrative:
Correction: date received by manufacturer: supplemental report #1 should be 2020-mar-17, not 2020-mar-18. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient feeling stimulation in their ribs was unknown. The rep reprogrammed the patient and was able to get the stimulation out of the rib. The patient was seen in clinic on (B)(6) 2020, and the patient reported for the first time that she has fallen several times, including down the stairs. The patient was unable to say when she fell, she was evasive in answering questions. The patient thinks she fell sometime over the summer, and now she is reporting she fell last weekend. The reprogramming was able to get the stimulation out of the patient's ribs. The doctor also noted that the patient will have both leads replaced as well as a battery change. (He will be replacing to give the patient MRI compatibility.) No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that a couple months ago she started to feel stimulation into the abdomen. The rep met with the patient today and checked impedances. The 0-7 lead had all contacts >10k ohms. Rep to discuss issue with the hcp. Reports no falls or trauma. No further complications were reported/anticipated.